Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. The clinician powered cycled the unit and functionality was restored. The procedure was complete without further incident. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. The clinician power cycled the unit and functionality was restored. The procedure was completed without further incident. There was no report of patient injury. A sorin group representative was dispatched to the facility to investigate, but was unable to reproduce the issue on site. The pump was ran for 50 hours with the tubing filled with water and another 30 hours without water in the tubing and the issue was not duplicated. The pump was opened and the potentiometer, connectors, belt and various circuit boards were inspected but no issues were identified. The customer elected to take this pump out of service. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this issue and if any are identified, corrections will be recommended.